Event description:
It was reported by the customer that a pyxis medbank system validation code not needed. The customer stated that the malfunction was occurred when they trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software sync issue. A technical support specialist mentioned machine wasn't syncing and rx verify wasn't working so pharmacy to provide back up validation code. The system functioned as intended as the technical support specialist troubleshooted the device.